Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into third degree heart block when the implantable pulse generator (ipg) was reprogrammed postoperatively. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.